Manufacturer narrative:
The user facility submitted medwatch mw5082080 for this event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle of the bag. This issue was observed before patient use. There was no patient involvement. No additional information is available.